Event description:
It was reported that customer experienced excessive battery drain and cartridge malfunction alerts on pump, and pump had gone out of warranty. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support for troubleshooting because issue had been discussed previously and customer did not have time, and no further actions were taken at that time.